Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, as the anterior leaflet flail likely created tension on the clip, pulling it off the posterior leaflet. As a result, the posterior leaflet became torn; as such, the reported patient effect of tissue damage appears to be related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that the deployed clip detached from the posterior leaflet and remained attached to the anterior leaflet which resulted in a leaflet tear and required an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve. The clip was implanted, reducing the mr to 2-3. The second cds was advanced, but before reaching the mitral valve, the first clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4, and there was a tear in the posterior leaflet. The second cds continued to be advanced, and the clip was successfully deployed to stabilize the slda clip. The mr was reduced to 1 with two clips implanted. The patient was confirmed to be stable with no clinically significant delay in the procedure. No additional information was provided.